Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, crease fold, and wear abrasion. Weight measurement of the device identified device was underweight. Microscopic analysis was performed which identified a sharp crease opneing on the posterior side and stress marks. Based on the device analysis the final assessment was a sharp crease opening on posterior side due to fold flaw opening.